Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance and difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, proximal to mid right coronary artery (rca) the 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced with resistance but could not cross the lesion. During removal of the bdc without resistance the proximal shaft separated into two pieces; the device was removed from the anatomy without issue. A second bdc was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.